Manufacturer narrative:
Follow-up # 1 date of submission 09/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2013 with the following findings:during testing, the pump powered on normally to the verify screen with audible and vibratory tones. The pump was able to rewind, load, and prime successfully. The pump was exercised for 24 hours with no errors, alarms, or warnings. A 10 unit audio bolus and a 10 unit normal bolus were delivered and accurately recorded in the pump¿s history. The keypad buttons were tested; they were properly responsive and no hypersensitivity was observed. The complaint could not be duplicated during investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the bolus history in the pump is missing information. Mom reports that the history skips about every other bolus. Mom reports she stands next to patient and watches her input the blood glucose and carbs into the pump and deliver bolus. Mom keeps accurate bolus details. Pump is missing boluses from 6:15pm (B)(6) 2013, around 5:30am (B)(6) 2013 and 6:15pm (B)(6) 2013. Mom is sure are boluses were given. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.